Event description:
It was stated that the customer was taken to the emergency due to low blood glucose levels. The caller did not have the insulin pump with her, and had no details about the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.